Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to close the transfer set. The peritonitis was manifested by abdominal pain, constipation and cloudy effluent. The patient was hospitalized for the peritonitis event and treated with unknown infused antibiotics for the event (no further details). ¿around¿ approximately two days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. The patient was discharged 15 days after hospital admission. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.